Manufacturer narrative:
B5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging fatty liver and spitting up blood. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In addition, box-b has been updated to "adverse event" from "product problem". The codes for patient outcome code grid and health impact grid are updated/corrected. Additionally, type of reported complaint is also updated in this report.

Manufacturer narrative:
H3 other text : no device returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a fatty liver and spitting up blood. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.